Event description:
Device 2 of 2. Ref MFR report #: 1627487-2012-06287. It was reported the pt is unable to increase amplitude and received adequate coverage. An impedance check was performed and revealed invalid contacts. Reprogramming was unsuccessful. It was also reported the pt has to recharge the ipg more frequently. The pt may undergo surgical intervention on a later date.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.